Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.